Event description:
This event is reportable based on the product analysis completed on (B)(6) 2009. It was reported that during a cryoplasty procedure a shaft kink occurred. The lesion was located in the left anterior tibial artery. The physician advanced the .014 - 2.5/40/150 polarcath balloon to the lesion and successfully completed treatment. Upon removal a series of ridges were observed on the catheter. There were no pt complications. Pt status is reported as "ok". However, the product analysis on the returned device revealed that there was a pinhole in the outer balloon.

Manufacturer narrative:
Pt was 18 years or older. Device eval: visual examination of the catheter shaft revealed ridges approx 400mm from the manifold strain relief and blood between the inner and outer balloons. The catheter was threaded with a guidewire with no difficulty. The catheter was connected to a test inflation unit and during functional testing ran two treatment cycles with no errors. A leak test was performed and no leaks found in the inner balloon, guidewire lumen, shaft, manifold or connector. However, a pinhole was found at the distal end of the outer balloon. The pinhole found in the outer balloon did not effect the operation of the catheter. Dissecting the kinked region of the shaft revealed no damage to the thermocouple wire, guidewire lumen, or gas delivery line. The mfg batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).